Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The meter serial # provided by the customer was incorrect. No test strips information was provided. Therefore, no information was captured for model #, serial #/lot # and expiration date, and device manufacture date could not be determined. This event is related to MDR # 1810909-2020-00333.

Event description:
An advocate from the united kingdom reported that her son obtained a blood glucose reading of 19 mmol/l on the contour next link 2.4 meter. A repeat testing was performed within 10 minutes with an alternate meter and a reading of 7 mmol/l was obtained. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Since no product details were provided, in-house testing could not be performed and the device history record could not be reviewed.